Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6fr sheath prior to transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to a 9fr and the tavi procedure was completed. Reportedly, when the procedure was done, the blue rail of the second device was pulled and had a suture break. Hemostasis was achieved with the first successfully pre-placed sutures and the sutures of a new proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.